Event description:
It was reported that the customer was taken to the hospital for high blood glucose levels. Prior to the hospitalization, the customer treated the high blood glucose with manual injections, but the customer continued with high blood glucose. Troubleshooting was performed and the insulin pump passed the prime test. The insulin pump was also programmed correctly. The high pressure test was not performed as the customer did not have the tubing clamp at the time of call.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to be best of our knowledge.